Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device serial number was all zeros on a remote monitoring transmission and that the device had a possible power on reset (por). It was noted that there was no por message during interrogation and the serial number was most likely inadvertently cleared during a previous device check. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.